Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced a sensor failure during warm up. The patient stated that due to the sensor failure they were admitted into the intensive care unit (ICU). The patient declined to provide further information regarding the event, and there was no information reported regarding the time between the sensor failure and the onset of possible symptoms, which diabetic state the patient experienced, treatment, duration of stay at the hospital, and the patient´s current condition. There was no documentation of further medical evaluation or intervention. No other details were documented, and the patient declined to provide further information. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.